Event description:
Early structural degeneration of a st jude trifecta #23 bioprosthetic aortic valve, implanted on (B)(6) 2017 by open surgical avr, now with severe aortic insufficiency requiring re-intervention (likely valve-in-valve tavr). Our concern is that this has been a common problem with the st jude trifecta valve, seen in many other pts, and our suggestion is that the valve be taken off the market given how frequently it seems to have issues with early structural degeneration. FDA safety report ID# (B)(4).